Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that about two months post implant, the implantable cardioverter defibrillator (ICD) system was removed due to bacteremia. The organism was identified as (B)(6). No further patient complications have been reported as a result of this event.